Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® blood transfer device holder with female luer adapter experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: brown fm was in the package.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. However, retention samples were selected from bd inventory for evaluation and upon completion, the customer's indicated failure mode for foreign matter was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. However, bd has initiated further investigation relating to this issue through (B)(4) and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that the bd vacutainer® blood transfer device holder with female luer adapter experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: brown fm was in the package.